Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at approximately 10:00 a.m., the patient began to feel dizzy and she checked her dexcom app, which displayed egv of 125 mg/dl. She consumed apple juice, applesauce, and a tart; however, she continued to feel unwell and sat down. The patient was advised by her co-teacher to rest. When she attempted to go to the restroom to drink a soda, she stood up and lost consciousness. Her co-teacher then transported her to the hospital. In the emergency room, her blood glucose was checked and measured 80 mg/dl, while her dexcom app displayed egv 111 mg/dl. She was treated with lr solution with dextrose and given crackers and a banana. After approximately two hours, the patient was discharged feeling better, with a mild headache. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.